Manufacturer narrative:
Date of event: unknown, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens, (model zxt150 +18.0 diopter) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018, and replaced with a model zxt150 +19.0 diopter, because of the patient complaining of poor vision. The lens is not available for evaluation. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.